Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and mentioned that they experienced a high blood glucose level. The customer stated that the sensor glucose value was 45mg/dl while their actual blood glucose value was 405mg/dl. The customer's blood glucose level was 144mg/dl at the time of the call. The customer treated the high with the insulin pump bolus and declined to troubleshoot for the high readings. The insulin pump will not be returned for analysis.